Manufacturer narrative:
The device was manufactured from april 8, 2019 - april 9, 2019. Of the five (5) devices, one (1) device was received for evaluation. Upon receipt, visual inspection on the unit via the naked eye noted fluid inside the bag that contained the unit. When the unit was removed from the bag, the cause of fluid inside the bag was found to be an untightened blue winged luer cap. A functional leak test was subsequently performed with no issue noted. Based on the analysis finding, the device was determined to be conforming product because no evidence of leak was found during the functional leak test. The reported condition was not verified. The other four (4) devices were not received for evaluation; therefore, a device analysis could not be completed. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) large volume infusors were leaking between the luer adapter and blue winged luer cap. The leaks were observed after filling at the hospital prior to patient use. There was no patient involvement. No additional information is available.